Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "ec1660" and prevented the pump from booting up. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The visual inspection identified that the pump was damaged. The device was powered up and it alarmed "ec 1660" which is an issue with the processor on the circuit board. The problem source was identified as "circuit board".